Manufacturer narrative:
Additional device product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had hardware removal of one (1) multiloc humeral nail, one (1) multiloc screw length 50mm, one (1) multiloc screw length 42mm, one (1) multiloc screw length 48mm, one (1) multiloc screw length 40mm, one (1) titanium locking screw length 34mm, and one (1) titanium locking screw length 36mm due to shoulder pain and limited mobility of humerus. There were four part proximal humerus fracture fixed with the nail but the bone had gone on to die. The surgeon removed all the implants because the head just fell into various collapse and take the dead bony fragments. Initial surgery was done on (B)(6) 2018. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) 4.0mm ti locking screw 36mm. This is report 7 of 7 for complaint (B)(4).

Event description:
05/21/2019: updated event description: it was reported that on (B)(6) 2019, the patient had hardware removal due to non union, one (1) multiloc humeral nail, one (1) multiloc screw length 50mm, one (1) multiloc screw length 42mm, one (1) multiloc screw length 48mm, one (1) multiloc screw length 40mm, one (1) titanium locking screw length 34mm, and one (1) titanium locking screw length 36mm due to shoulder pain and limited mobility of humerus. There were four part proximal humerus fracture fixed with the nail but the bone had gone on to die. The surgeon remove all the implants easily because the head just fell into various collapse and take the dead bony fragments. Initial surgery was on (B)(6) 2018. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This complaint involves seven (7) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate